Event description:
A pt service rep contacted zoll customer support to report that while fitting a (B)(6) male pt the battery charger was displaying charger faults. The pt was provided with a replacement battery charger.

Manufacturer narrative:
Device eval summary: device eval of charger sn (B)(4) has been completed. The reported problem (equipment problem during pt set-up) has been confirmed. Upon eval, the battery charger connector was corroded. In addition there was liquid contamination on the charger¿s pc board. The cause of the battery charger faults is the corrosion on the battery board. The root cause of the corrosion cannot be positively identified but is likely a result of liquid ingress. No adverse event resulted from the damaged charger. The pt received a replacement battery and charger.